Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. During pacing threshold tests at the end of the implant procedure, loss of telemetry was observed 3 times when reaching the same pacing amplitude value (0.5 v) although the telemetry indicators were showing normal operation (programming head green leds were on) and after having correctly repositioned the programming had over the ICD after the first failure. Capture was observed for values starting from 0.5v, therefore, this value was set for the pacing threshold.

Manufacturer narrative:
On january 04, 2010. This event concerns a device that was manufactured and used outside the united states. Method: analysis of electronic data and files received. (B)(4). Log files and pt files were retrieved and sent for analysis. Discussion: reportedly, the programming head showed 4 green leds on; however, the programming head position around the implant and the distance between the head and the implant have an influence on the telemetry quality. Because this event did not lead to any pt issue, no further action is needed for this case.